Event description:
Reprise iii study. It was reported that complete heart block occurred. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given. The patient received a loading dose of 300 mg of aspirin. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty (bav) and subsequent deployment of a 25 mm lotus valve. A 25mm lotus edge valve was deployed successfully at the native aortic valve. There was correct positioning of a single prosthetic heart valve into the proper anatomical location. Of note, a new conduction disturbance of left bundle branch block (lbbb) was noted post bav. Event summary: three days after the index procedure, the patient developed complete heart block. On the same day, a new permanent pacemaker (ppm) was implanted successfully to treat the event. One day after the ppm was implanted, the patient was discharged.

Event description:
Reprise iii study. It was reported that complete heart block occurred. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given. The patient received a loading dose of 300 mg of aspirin. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty (bav) and subsequent deployment of a 25 mm lotus valve. A 25mm lotus edge valve was deployed successfully at the native aortic valve. There was correct positioning of a single prosthetic heart valve into the proper anatomical location. Of note, a new conduction disturbance of left bundle branch block (lbbb) was noted post bav. Event summary: three days after the index procedure, the patient developed complete heart block. On the same day, a new permanent pacemaker (ppm) was implanted successfully to treat the event. One day after the ppm was implanted, the patient was discharged. It was further reported that electrocardiogram (ECG) was used to observe first degree av block, intermittent complete heart block, ventricular standstill, and lbbb 3 days post index procedure. Baseline ECG done prior to the procedure revealed normal sinus rhythm. Post electrophysiological examinations during the follow-up, the patient was noted with high pr interval with complete heart block and hence the new dual permanent pacemaker (ppm) was recommended and implanted. The patient also received isuprel infusion. The complete heart block was considered resolved the day of the ppm was implanted, and the patient was discharged the next day on aspirin and clopidogrel.

Event description:
Reprise iii study. It was reported that complete heart block occurred. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty (bav) and subsequent deployment of a 25 mm lotus valve. A 25mm lotus edge valve was deployed successfully at the native aortic valve. There was correct positioning of a single prosthetic heart valve into the proper anatomical location. Of note, a new conduction disturbance of left bundle branch block (lbbb) was noted post bav. Three days after the index procedure, the patient developed complete heart block. On the same day, a new permanent pacemaker (ppm) was implanted successfully to treat the event. One day after the ppm was implanted, the patient was discharged.